Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: the device alarmed with tf 5501. No patient involvement.

Manufacturer narrative:
Hamilton medical ag complaint number:(B)(4). Follow-up 1: device evaluation according to the complaint description, the device triggered technical fault 5501. It is important to emphasize that no patient was involved at the time of the event. The log files were not received for analysis. According to the service manual, tf 5501 indicates that the "sensor supply monitor signal out of range (-10 v ± 1%) for 1 second". The root cause was identified as a defective motherboard. In consequence (correction), the motherboard was replaced. Following the replacement, the issue was resolved and the unit was put back in use.